Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had "stroke like symptoms" and presented to emergency department (ed) and was hospitalized. It was stated that the patient was taken to interventional radiology (ir) for an emergent craniectomy with thrombectomy, which was unsuccessful. Post operatively, patient continued to decline, and prognosis thought to be poor. Patient¿s family chose to call in (B)(6) and the patient was made comfort care and the patient eventually expired.

Manufacturer narrative:
Product event summary: (B)(4): the pump was returned for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of log files revealed that the pump's power consumption was within the normal operating range for the past 14 days until (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.